Event description:
It was reported that artificial urinary sphincter pump component was explanted as it was not cycling properly on (B)(6) 2018. A new pump was implanted. The patient outcome was successful. No further complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that artificial urinary sphincter pump component was explanted as it was not cycling properly on (B)(6) 2018. A new pump was implanted. The patient outcome was successful. No further complications were reported in relation to this event. Additional information received indicated the patient experienced recurring incontinence as the pump was not working properly. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that artificial urinary sphincter pump component was explanted as it was not cycling properly on (B)(6) 2018. A new pump was implanted. The patient outcome was successful. No further complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.